Event description:
A dreamstation bipap avaps device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam degradation. Additionally, the service technician noted an error code e223 (err_low_pressure_regulation) and scrapped the device after the evaluation was completed.